Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room and dispatched to emergency medical services for low blood glucose on (B)(6) 2020. Blood glucose reading was 38 mg/dl. The customer was treated with glucagon at the emergency room. Customer current blood glucose was 62 mg/dl and 64 mg/dl. The customer alleges insulin pump was over delivering. Customer stated that insulin was squirting out and insulin pump failed displacement test. The insulin pump and reservoir will be returned for analysis.